Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer. Updated section b3 and b5.

Event description:
The customer confirmed the event occurred right before an endoscopic sinus surgery (ess) of otolaryngology procedure. The procedure was completed by switching to another camera head.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the image failure was caused by a cable failure. However, the specific root cause of the cable failure could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd 3cmos autoclavable camera head display poor image. There was no patient harm or user injury reported due to the event.